Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: multifocal ventral incisional hernia. Operation: ventral hernia repair with mesh. Anesthesia: general endotracheal. Indications: ¿the patient is a 53-year-old with a history of an open cholecystectomy in the past. In the past year or so, she has had symptoms of upper abdominal pain after eating and eventually was discovered to have a ventral hernia which had not been previously detected on physical exam because of her obesity, or on cat scanning.¿ description of procedure: following informed consent, the patient ws taken to the operating room where general anesthesia was administered. She did receive preoperative intravenous antibiotics and venodyne placement. Her upper abdominal hernia site had been marked with her preoperatively while she was standing in the short-stay unit. An upper midline incision was made, and dissection ws carried down to the level of the fascia. A small 1-cm defect was identified initially in the upper midline, and a 2 x 1.5 cm defect was found distal to this. Both of these had protruding incarcerated preperitoneal fat. These were reduced, and the fascia was opened, staying preperitoneal. The fascia was then probed superiorly and inferiorly, and 2 additional small 1 cm defects were found along the fascia inferiorly. Therefore, the fascial incision was then extended, and the preperitoneal fat was dissected off of the fascia posteriorly to allow for placement of any underlay mesh. In the left lower abdomen, the peritoneum was entered, but was covered with omental fat and no bowel was exposed. The fascial opening was approximately 12 cm, so a gore-tex dual-mesh patch was cut to the size of 10 x 22 cm to have a 5 cm overlap on all sides. This was then anchored to the fascia with interrupted #1-prolene stitches spaced approximately 1 cm apart. The repair looked good. The area was irrigated with antibiotic saline. Local anesthetic ws instilled into the fascia and subcutaneus tissues. The midline fascial defect was then closed with 0 looped prolene from above and below, meeting in the upper half. The subcutaneous tissues were then again irritated with bacitracin saline. Vicryl 3-0 was used in interrupted fashion in the lower dermis to approximate the skin edges. A 4-0 monocryl was then used subcuticularly. Benzoin and steri-strips were then applied. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ product identification for the alleged ¿gore-tex dual-mesh¿ were not provided. On (B)(6) 2007 (B)(6) hospital. Billing record. Supply/implant: 1 dual mesh 18 x 24. On (B)(6) 2007:(B)(6) hospital. (B)(6) md. Discharge summary. Admitting diagnosis: incisional hernia. Discharge diagnoses: incisional hernia; renal insufficiency, resolved; adrenal insufficiency. Hospital course: multiple medical issues and a history of steroids off and on in the past who presented for ventral incisional hernia repair. This was performed with a gore-tex patch and involves only preperitoneal fat. The surgery went well, but postoperatively, she had little urine output and relative hypotension for her with systolic blood pressures in the 90s to 110s without the lisinopril. Her hematocrit was stable and she was resuscitated with fluids with immediate response of her creatinine back down to normal levels and improved urine output. However, she then described simply feeling lousy with new headache, nausea and malaise and her urine output again dropped, although her vital signs were stable. I was concerned that she may have adrenal insufficiency and I consulted with the hospitalist service to evaluate and manage this issue. The first hospitalist who saw her did not feel that it was adrenal insufficiency. However, the following morning, dr. (B)(6) confirmed my clinical suspicions and he started steroid treatments. She immediately responded to this and felt better. Her blood pressure was starting to rise and her urine output was fine. Her nausea was gone. The other issue during admission was her pain management. She apparently is at a baseline of pain anywhere from 7 to 10 at home. Therefore, her pain levels remained pretty much at this level for the duration of admission. She was on percocet two pills every four hours around the clock. Initially, we supplemented with doses of dilaudid, but when she became nauseated, we stopped this and switched to morphine. She seemed to be fairly stable on this regimen and reported feeling better, although she continued to rate her pain as 8 to 10. At the time of discharge, she was sent home with percocet and morphine. Also added duricef because of the steroids and some very faint erythema at the edges of steri-strips in one portion of the wound. She was sent with prednisone for seven days with a taper and instructions to follow up with dr. (B)(6) for further weaning of steroids. Other medications at discharge included methotrexate intramuscular weekly. She was sent home on regular diet and instructions to take colace with laxatives as needed. She was given lifting restrictions, but was to ambulate frequently to avoid blood clots. Follow up with dr. (B)(6) within the week and with me in 7-10 days. On (B)(6) 2008 (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: intraabdominal adhesions. Morbid obesity. Procedure: laparoscopic lysis of adhesions and retrograde retrocolic roux-en-y gastric bypass surgery. Assistant surgeon: (B)(6), md. Anesthesia: general endotracheal. Indications: ¿the patient is a 54-year-old who struggles with morbid obesity and co-morbidities. She presents for a medically necessary bariatric surgery in the form of gastric bypass.¿ description of procedure: ¿following informed consent, the patient was taken to the operating room where general anesthesia was administered. She did receive preoperative IV antibiotics, foley catheter and venodynes. Her abdomen was prepped and draped in the usual sterile fashion. Local anesthetic was instilled at all trocar sites prior to incision. Initial access was obtained in the left lateral abdomen using a 5 mm visible port. Once the abdomen was safely entered, it was insufflated under direct vision and surveyed. There was no trauma from the entry. There were multiple adhesions along the midline and the right abdomen. An additional 5 mm trocar was placed in the left upper quadrant and lysis of adhesions was carried out in order to be able to place the remainder of the trocars and complete the procedure. Some of the adhesions involved small bowel in the right lateral most abdomen. There was a small serosal tear in one loop of small bowel which was repaired with interrupted silk sutures after additional trocars were inserted. Once the anterior abdominal wall was cleared and the omentum was slowly mobilized, the liver retractor was placed. In the upper midline, a right upper quadrant 5 mm trocar, a right lateral 12 mm trocar and the left lateral 5 mm trocar was changed to a 12 mm balloon trocar under direct vision. The patient was then positioned and the pars flaccida was then opened and the lesser sac was entered. The gastric pouch was then created using sequential firing of the 60 blue gia with veritas peri-strips. Once the pouch was creased, the staple lines were inspected and looked fine. The staple lines were completely separated. The anvil was introduced through the left lateral abdominal incision. An anterior gastrotomy was made in the pouch and the anvil was introduced through the anterior wall of the gastric pouch using a stitch. The spike was then removed from the anvil and the abdomen. The gastrotomy was closed by resecting away the excess gastric pouch which was then removed. The gastrocolic omentum was then opened and a mesocolic defect was created. The penrose drain was placed through this and then behind the stomach toward the gastric pouch. The omentum and colon were then elevated and the ligament of treitz was identified. A comfortable distance form this was selected for transaction using a 60 white gia load followed by a grey load on the mesentery. The roux limb was then marched distally 100 cm and the enteroenterostomy was then performed with a 60 white load going proximally and a 45 white load going distally. The enterotomy was then closed with a 60 white load with good result and no kinking. The mesenteric defect was then closed with silk sutures. The bowel was then run proximally to the penrose and proximal roux. This was inserted through the mesocolic defect and brought up behind the colon and behind the stomach toward the gastric pouch. The penrose was then removed and the roux limb was opened using the ultrasonic dissector. The 25 eea was then introduced and the spike was advanced. The eea anastomosis was performed and pressure was held on the staple firing for two minutes prior to release and removal. The excess roux limb was resected away with a staple load and removed from the abdomen. Gastric jejunal sutures were then placed to reinforce the anastomosis. The proximal roux limb was then clamped with the bowel clamp and the anastomosis was submerged in saline while being insufflated from above with the endoscope. There was no evidence of leak. The anastomosis was patent with no bleeding, therefore, this was desufflated and the bowel clamp was removed. The excess roux limb was pulled down through the mesocolon and the mesocolic defect was closed interrupted silk sutures. The bowel was then run distally past the enteroenterostomy and everything looked good. The colon and omentum were then returned into position and a 15 blake drain was inserted through the right upper quadrant trocar site and positioned behind the gastrojejunal anastomosis. This was secured at the skin level with silk suture. The liver retractor was removed under direct vision. The 10 and 12 mm trocar sites were closed with 0 vicryl and the endoclose device using figure-of-eight stitch. All of this was under direct visualization. Remaining 5 mm tracer was withdrawn under direct vision, as well, for hemostasis. The abdomen was then desufflated. The fascial stitches were secured. The left lateral abdominal incision was irrigated with bacitracin saline. The skin incisions were closed using 4-0 monocryl. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ there is no mention of gore device removal in the records. On (B)(6) 2016 (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction secondary to internal hernia. Procedure: exploratory laparoscopy converted to laparotomy, lysis of adhesions, repair of internal hernia. Indications: ¿margaret is a 62-year-old female who had a laparoscopic roux-en-y gastric bypass many years ago. She developed a 1-day history of abdominal pain which has increased in severity. Her outside CT scan showed evidence of a closed loop obstruction with dilated bowel. She was extremely tender on exam. My recommendation was for a laparoscopic repair.¿ description of procedure: ¿the patient went to the operating room and was placed in supine position. She did receive preoperative antibiotics. Her foley catheter was placed. Her abdomen was prepped and draped in the normal sterile fashion. I placed the first trocar using a visiport technique in the left upper quadrant. The layers of the fascia were divided with the visiport under direct vision. The abdominal cavity was entered. The abdomen was brought to a pressure of 15 mmhg. I placed an additional 5 mm trocar in the midline just above the pubis and one in the right lower quadrant. The patient did have a lot of adhesions to the anterior abdominal wall, especially in the left lower quadrant and in her bilateral upper quadrants. I was able to remove the adhesions using a blunt dissection and scissor dissection. The patient did have 1 adherent small bowel loop in the right upper quadrant as well, which was taken down with scissor dissection. I noticed that the patient has some proximal very dilated bowel and distally decompressed bowel. I was able to free up the internal hernia, but unfortunately the patient has so many dense adhesions, I could not perform this laparoscopically, so I converted her to a laparotomy. An upper midline laparotomy was performed. A #10 blade was used to divide the skin and then the fascia was entered. I was able to deliver the proximal bowel and was able to visualize the roux limb and the biliary limb. She did have a hernia behind her retrocolic anastomosis. I was able to close this defect using a running 2-0 vicryl suture. She did also have a defect near the jejunojejunostomy, so I also closed this defect with some interrupted 3-0 silk pop -offs. Once the hernia defects were closed, I ran the entire small bowel and the bowel appeared pink and healthy. I did also lyse some other additional adhesions throughout the small bowel. She did have 1 small serosal tear where the serosa was to completely adherent to the anterior abdominal wall. This was repaired with a single 3-0 silk pop-offs. After hemostasis was assured, the abdomen was irrigated and the fascia was closed using a running# 1 pds. The skin incisions were closed using staples. All other trocars were removed and the fascia of the 10-mm trocar site was also closed from the inside using a figure-of-eight 0 pds suture. The patient tolerated the procedure well. Estimated blood loss was 50 ml.¿ on (B)(6) 2016 (B)(6) hospital. (B)(6), md. Discharge summary. Outpatient discharge orders/instructions. Procedure done: repair of internal hernia. Activity: no lifting more than 20 lbs. Diet: low fiber. Dressing: staples. May shower. Prescriptions: yes. May use acetaminophen as directed. Milk of magnesia as directed. Follow up with dr. (B)(6) next thursday or friday. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure:ventral hernia repair with mesh. [Implant:gore® dualmesh® biomaterial [1dlmc06/04709370]. Implant sticker: ¿gore dualmesh® biomaterial. Ref/catalogue number: 1dlmc06. Lot batch code: 04709370. Expiration date: 11/26/2011. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for ¿false claim.¿ previous patient code (1695) was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Medical records: the known medical records span may 16, 2007 through august 6, 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ventral hernia. (B)(6) 2008: ¿morbid obesity.¿ (B)(6) 2016: small bowel obstruction. Prior surgical procedures: unknown date: cholecystectomy. Implant preoperative complaints: (B)(6) 2007: "the patient is a 53-year-old with a history of an open cholecystectomy in the past. In the past year or so, she has had symptoms of upper abdominal pain after eating and eventually was discovered to have a ventral hernia which had not been previously detected on physical exam because of her obesity, or on cat scanning." Implant procedure: ventral hernia repair with mesh. Implant: gore dualmesh biomaterial [no product ID provided, 18cm x 24cm]. Implant date: (B)(6) 2007 (hospitalization (B)(6) 2007). Description of hernia being treated: ¿an upper midline incision was made, and dissection was carried down to the level of the fascia. A small 1-cm defect was identified initially in the upper midline, and a 2 x 1.5 cm defect was found distal to this. Both of these had protruding incarcerated preperitoneal fat. These were reduced, and the fascia was opened, staying preperitoneal. The fascia was then probed superiorly and inferiorly, and 2 additional small 1 cm defects were found along the fascia inferiorly. Therefore, the fascial incision was then extended, and the preperitoneal fat was dissected off of the fascia posteriorly to allow for placement of any underlay mesh.¿ implant size and fixation: ¿the fascial opening was approximately 12 cm, so a gore-tex dual-mesh patch was cut to the size of 10 x 22 cm to have a 5 cm overlap on all sides. This was then anchored to the fascia with interrupted #1-prolene stitches spaced approximately 1 cm apart. The repair looked good. The area was irrigated with antibiotic saline. Local anesthetic ws [sic] instilled into the fascia and subcutaneus [sic] tissues. The midline fascial defect was then closed with 0 looped prolene from above and below, meeting in the upper half. The subcutaneous tissues were then again irritated [sic] with bacitracin saline. Vicryl 3-0 was used in interrupted fashion in the lower dermis to approximate the skin edges. A 4-0 monocryl was then used subcuticularly. Benzoin and steri-strips were then applied. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ (B)(6) 2007: discharge summary: ¿multiple medical issues and a history of steroids off and on in the past who presented for ventral incisional hernia repair. This was performed with a gore-tex patch and involves only preperitoneal fat. The surgery went well, but postoperatively, she had little urine output and relative hypotension for her with systolic blood pressures in the 90s to 110s without the lisinopril. Her hematocrit was stable and she was resuscitated with fluids with immediate response of her creatinine back down to normal levels and improved urine output. However, she then described simply feeling lousy with new headache, nausea and malaise and her urine output again dropped, although her vital signs were stable. I was concerned that she may have adrenal insufficiency and I consulted with the hospitalist service to evaluate and manage this issue. The first hospitalist who saw her did not feel that it was adrenal insufficiency. However, the following morning, dr. (B)(6) confirmed my clinical suspicions and he started steroid treatments. She immediately responded to this and felt better. Her blood pressure was starting to rise and her urine output was fine. Her nausea was gone. The other issue during admission was her pain management. She apparently is at a baseline of pain anywhere from 7 to 10 at home. Therefore, her pain levels remained pretty much at this level for the duration of admission. She was on percocet two pills every four hours around the clock. Initially, we supplemented with doses of dilaudid, but when she became nauseated, we stopped this and switched to morphine. She seemed to be fairly stable on this regimen and reported feeling better, although she continued to rate her pain as 8 to 10. At the time of discharge, she was sent home with percocet and morphine. Also added duricef because of the steroids and some very faint erythema at the edges of steri-strips in one portion of the wound. She was sent with prednisone for seven days with a taper and instructions to follow up with dr. (B)(6) for further weaning of steroids. Other medications at discharge included methotrexate intramuscular weekly. She was sent home on regular diet and instructions to take colace with laxatives as needed. She was given lifting restrictions, but was to ambulate frequently to avoid blood clots.¿ relevant medical information: (B)(6) 2008: laparoscopic lysis of adhesions and retrograde retrocolic roux-en-y gastric bypass surgery. ¿initial access was obtained in the left lateral abdomen using a 5 mm visible port. Once the abdomen was safely entered, it was insufflated under direct vision and surveyed. There was no trauma from the entry. There were multiple adhesions along the midline and the right abdomen. An additional 5 mm trocar was placed in the left upper quadrant and lysis of adhesions was carried out in order to be able to place the remainder of the trocars and complete the procedure. Some of the adhesions involved small bowel in the right lateral most abdomen. There was a small serosal tear in one loop of small bowel which was repaired with interrupted silk sutures after additional trocars were inserted. Once the anterior abdominal wall was cleared and the omentum was slowly mobilized, the liver retractor was placed. In the upper midline, a right upper quadrant 5 mm trocar, a right lateral 12 mm trocar and the left lateral 5 mm trocar was changed to a 12 mm balloon trocar under direct vision . The patient was then positioned and the pars flaccida was then opened and the lesser sac was entered. The gastric pouch was then created using sequential firing of the 60 blue gia with veritas peri-strips. Once the pouch was creased, the staple lines were inspected and looked fine. The staple lines were completely separated. The anvil was introduced through the left lateral abdominal incision. An anterior gastrotomy was made in the pouch and the anvil was introduced through the anterior wall of the gastric pouch using a stitch. The spike was then removed from the anvil and the abdomen. He [sic] gastrotomy was closed by resecting away the excess gastric pouch which was then removed. The gastrocolic omentum was then opened and a mesocolic defect was created. The penrose drain was placed through this and then behind the stomach toward the gastric pouch. The omentum and colon were then elevated and the ligament of treitz was identified. A comfortable distance form this was selected for transaction using a 60 white gia load followed by a grey load on the mesentery. The roux limb was then marched distally 100 cm and the enteroenterostomy was then performed with a 60 white load going proximally and a 45 white load going distally. The enterotomy was then closed with a 60 white load with good result and no kinking. The mesenteric defect was then closed with silk sutures. The bowel was then run proximally to the penrose and proximal roux. This was inserted through the mesocolic defect and brought up behind the colon and behind the stomach toward the gastric pouch. The penrose was then removed and the roux limb was opened using the ultrasonic dissector. The 25 eea was then introduced and the spike was advanced. The eea anastomosis was performed and pressure was held on the staple firing for two minutes prior to release and removal. The excess roux limb was resected away with a staple load and removed from the abdomen. Gastric jejunal sutures were then placed to reinforce the anastomosis. The proximal roux limb was then clamped with the bowel clamp and the anastomosis was submerged in saline while being insufflated from above with the endoscope. There was no evidence of leak. The anastomosis was patent with no bleeding, therefore, this was desufflated and the bowel clamp was removed. The excess roux limb was pulled down through the mesocolon and the mesocolic defect was closed interrupted silk sutures. The bowel was then run distally past the enteroenterostomy and everything looked good. The colon and omentum were then returned into position and a 15 blake drain was inserted through the right upper quadrant trocar site and positioned behind the gastrojejunal anastomosis. This was secured at the skin level with silk suture. The liver retractor was removed under direct vision. The 10 and 12 mm trocar sites were closed with 0 vicryl and the endoclose device using figure-of-eight stitch. All of this was under direct visualization. Remaining 5 mm tracer was withdrawn under direct vision, as well, for hemostasis. The abdomen was then desufflated. The fascial stitches were secured. The left lateral abdominal incision was irrigated with bacitracin saline. The skin incisions were closed using 4-0 monocryl. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ (B)(6) 2016: preoperative diagnosis: small bowel obstruction. Postoperative. Diagnosis: ¿small bowel obstruction secondary to internal hernia. ¿ (B)(6) 2016: exploratory laparoscopy converted to laparotomy, lysis of adhesions, repair of internal hernia. ¿¿. 62-year-old female who had a laparoscopic roux-en-y gastric bypass many years ago. She developed a 1-day history of abdominal pain which has increased in severity. Her outside CT scan showed evidence of a closed loop obstruction with dilated bowel. She was extremely tender on exam. My recommendation was for a laparoscopic repair.¿ description of procedure: ¿the patient went to the operating room and was placed in supine position. She did receive preoperative antibiotics. Her foley catheter was placed. Her abdomen was prepped and draped in the normal sterile fashion. I placed the first trocar using a visiport technique in the left upper quadrant. The layers of the fascia were divided with the visiport under direct vision. The abdominal cavity was entered. The abdomen was brought to a pressure of 15 mmhg. I placed an additional 5 mm trocar in the midline just above the pubis and one in the right lower quadrant. The patient did have a lot of adhesions to the anterior abdominal wall, especially in the left lower quadrant and in her bilateral upper quadrants. I was able to remove the adhesions using a blunt dissection and scissor dissection. The patient did have 1 adherent small bowel loop in the right upper quadrant as well, which was taken down with scissor dissection. I noticed that the patient has some proximal very dilated bowel and distally decompressed bowel. I was able to free up the internal hernia, but unfortunately the patient has so many dense adhesions, I could not perform this laparoscopically, so I converted her to a laparotomy. An upper midline laparotomy was performed. A #10 blade was used to divide the skin and then the fascia was entered. I was able to deliver the proximal bowel and was able to visualize the roux limb and the biliary limb. She did have a hernia behind her retrocolic anastomosis. I was able to close this defect using a running 2-0 vicryl suture. She did also have a defect near the jejunojejunostomy, so I also closed this defect with some interrupted 3-0 silk pop -offs. Once the hernia defects were closed, I ran the entire small bowel and the bowel appeared pink and healthy. I did also lyse some other additional adhesions throughout the small bowel. She did have 1 small serosal tear where the serosa was to completely adherent to the anterior abdominal wall. This was repaired with a single 3-0 silk pop-offs. After hemostasis was assured, the abdomen was irrigated and the fascia was closed using a running# 1 pds. The skin incisions were closed using staples. All other trocars were removed and the fascia of the 10-mm trocar site was also closed from the inside using a figure-of-eight 0 pds suture. The patient tolerated the procedure well. Estimated blood loss was 50 ml.¿ (B)(6) 2016: discharge summary. Outpatient discharge orders/instructions. Procedure done: repair of internal hernia. Activity: no lifting more than 20 lbs. Diet: low fiber. Dressing: staples. May shower. Prescriptions: yes. May use acetaminophen as directed. Milk of magnesia as directed. Follow up with dr. (B)(6) next thursday or friday. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for "false claim". H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g07002: appropriate term not available for ¿false claim¿. Previous patient code (1695) was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Medical records: ¿ the known medical records span may 16, 2007 through august 6, 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ ventral hernia. (B)(6) 2008: ¿morbid obesity¿. (B)(6) 2016: small bowel obstruction. Prior surgical procedures: ¿ unknown date: cholecystectomy. Implant preoperative complaints: (B)(6) 2007: "the patient is a 53-year-old with a history of an open cholecystectomy in the past. In the past year or so, she has had symptoms of upper abdominal pain after eating and eventually was discovered to have a ventral hernia which had not been previously detected on physical exam because of her obesity, or on cat scanning." Implant procedure: ventral hernia repair with mesh. Implant: gore dualmesh biomaterial [no product ID provided, 18cm x 24cm] implant date: (B)(6) 2007 (hospitalization (B)(6) 2007). ¿ description of hernia being treated: ¿an upper midline incision was made, and dissection was carried down to the level of the fascia. A small 1-cm defect was identified initially in the upper midline, and a 2 x 1.5 cm defect was found distal to this. Both of these had protruding incarcerated preperitoneal fat. These were reduced, and the fascia was opened, staying preperitoneal. The fascia was then probed superiorly and inferiorly, and 2 additional small 1 cm defects were found along the fascia inferiorly. Therefore, the fascial incision was then extended, and the preperitoneal fat was dissected off of the fascia posteriorly to allow for placement of any underlay mesh.¿ ¿ implant size and fixation: ¿the fascial opening was approximately 12 cm, so a gore-tex dual-mesh patch was cut to the size of 10 x 22 cm to have a 5 cm overlap on all sides. This was then anchored to the fascia with interrupted #1-prolene stitches spaced approximately 1 cm apart. The repair looked good. The area was irrigated with antibiotic saline. Local anesthetic ws [sic] instilled into the fascia and subcutaneus [sic] tissues. The midline fascial defect was then closed with 0 looped prolene from above and below, meeting in the upper half. The subcutaneous tissues were then again irritated [sic] with bacitracin saline. Vicryl 3-0 was used in interrupted fashion in the lower dermis to approximate the skin edges. A 4-0 monocryl was then used subcuticularly. Benzoin and steri-strips were then applied. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ (B)(6) 2007: discharge summary: ¿multiple medical issues and a history of steroids off and on in the past who presented for ventral incisional hernia repair. This was performed with a gore-tex patch and involves only preperitoneal fat. The surgery went well, but postoperatively, she had little urine output and relative hypotension for her with systolic blood pressures in the 90s to 110s without the lisinopril. Her hematocrit was stable and she was resuscitated with fluids with immediate response of her creatinine back down to normal levels and improved urine output. However, she then described simply feeling lousy with new headache, nausea and malaise and her urine output again dropped, although her vital signs were stable. I was concerned that she may have adrenal insufficiency and I consulted with the hospitalist service to evaluate and manage this issue. The first hospitalist who saw her did not feel that it was adrenal insufficiency. However, the following morning, dr. (B)(6) confirmed my clinical suspicions and he started steroid treatments. She immediately responded to this and felt better. Her blood pressure was starting to rise and her urine output was fine. Her nausea was gone. The other issue during admission was her pain management. She apparently is at a baseline of pain anywhere from 7 to 10 at home. Therefore, her pain levels remained pretty much at this level for the duration of admission. She was on percocet two pills every four hours around the clock. Initially, we supplemented with doses of dilaudid, but when she became nauseated, we stopped this and switched to morphine. She seemed to be fairly stable on this regimen and reported feeling better, although she continued to rate her pain as 8 to 10. At the time of discharge, she was sent home with percocet and morphine. Also added duricef because of the steroids and some very faint erythema at the edges of steri-strips in one portion of the wound. She was sent with prednisone for seven days with a taper and instructions to follow up with dr. (B)(6) for further weaning of steroids. Other medications at discharge included methotrexate intramuscular weekly. She was sent home on regular diet and instructions to take colace with laxatives as needed. She was given lifting restrictions, but was to ambulate frequently to avoid blood clots.¿ relevant medical information: (B)(6) 2008: laparoscopic lysis of adhesions and retrograde retrocolic roux-en-y gastric bypass surgery. ¿initial access was obtained in the left lateral abdomen using a 5 mm visible port. Once the abdomen was safely entered, it was insufflated under direct vision and surveyed. There was no trauma from the entry. There were multiple adhesions along the midline and the right abdomen. An additional 5 mm trocar was placed in the left upper quadrant and lysis of adhesions was carried out in order to be able to place the remainder of the trocars and complete the procedure. Some of the adhesions involved small bowel in the right lateral most abdomen. There was a small serosal tear in one loop of small bowel which was repaired with interrupted silk sutures after additional trocars were inserted. Once the anterior abdominal wall was cleared and the omentum was slowly mobilized, the liver retractor was placed. In the upper midline, a right upper quadrant 5 mm trocar, a right lateral 12 mm trocar and the left lateral 5 mm trocar was changed to a 12 mm balloon trocar under direct vision . The patient was then positioned and the pars flaccida was then opened and the lesser sac was entered. The gastric pouch was then created using sequential firing of the 60 blue gia with veritas peri-strips. Once the pouch was creased, the staple lines were inspected and looked fine. The staple lines were completely separated. The anvil was introduced through the left lateral abdominal incision. An anterior gastrotomy was made in the pouch and the anvil was introduced through the anterior wall of the gastric pouch using a stitch. The spike was then removed from the anvil and the abdomen. He [sic] gastrotomy was closed by resecting away the excess gastric pouch which was then removed. The gastrocolic omentum was then opened and a mesocolic defect was created. The penrose drain was placed through this and then behind the stomach toward the gastric pouch. The omentum and colon were then elevated and the ligament of treitz was identified. A comfortable distance form this was selected for transaction using a 60 white gia load followed by a grey load on the mesentery. The roux limb was then marched distally 100 cm and the enteroenterostomy was then performed with a 60 white load going proximally and a 45 white load going distally. The enterotomy was then closed with a 60 white load with good result and no kinking. The mesenteric defect was then closed with silk sutures. The bowel was then run proximally to the penrose and proximal roux. This was inserted through the mesocolic defect and brought up behind the colon and behind the stomach toward the gastric pouch. The penrose was then removed and the roux limb was opened using the ultrasonic dissector. The 25 eea was then introduced and the spike was advanced. The eea anastomosis was performed and pressure was held on the staple firing for two minutes prior to release and removal. The excess roux limb was resected away with a staple load and removed from the abdomen. Gastric jejunal sutures were then placed to reinforce the anastomosis. The proximal roux limb was then clamped with the bowel clamp and the anastomosis was submerged in saline while being insufflated from above with the endoscope. There was no evidence of leak. The anastomosis was patent with no bleeding, therefore, this was desufflated and the bowel clamp was removed. The excess roux limb was pulled down through the mesocolon and the mesocolic defect was closed interrupted silk sutures. The bowel was then run distally past the enteroenterostomy and everything looked good. The colon and omentum were then returned into position and a 15 blake drain was inserted through the right upper quadrant trocar site and positioned behind the gastrojejunal anastomosis. This was secured at the skin level with silk suture. The liver retractor was removed under direct vision. The 10 and 12 mm trocar sites were closed with 0 vicryl and the endoclose device using figure-of-eight stitch. All of this was under direct visualization. Remaining 5 mm tracer was withdrawn under direct vision, as well, for hemostasis. The abdomen was then desufflated. The fascial stitches were secured. The left lateral abdominal incision was irrigated with bacitracin saline. The skin incisions were closed using 4-0 monocryl. The patient tolerated the procedure well with no complications. All sponge, needle and instrument counts were reported as correct.¿ (B)(6) 2016: preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: ¿small bowel obstruction secondary to internal hernia. ¿ (B)(6) 2016: exploratory laparoscopy converted to laparotomy, lysis of adhesions, repair of internal hernia. ¿¿. 62-year-old female who had a laparoscopic roux-en-y gastric bypass many years ago. She developed a 1-day history of abdominal pain which has increased in severity. Her outside CT scan showed evidence of a closed loop obstruction with dilated bowel. She was extremely tender on exam. My recommendation was for a laparoscopic repair.¿ description of procedure: ¿the patient went to the operating room and was placed in supine position. She did receive preoperative antibiotics. Her foley catheter was placed. Her abdomen was prepped and draped in the normal sterile fashion. I placed the first trocar using a visiport technique in the left upper quadrant. The layers of the fascia were divided with the visiport under direct vision. The abdominal cavity was entered. The abdomen was brought to a pressure of 15 mmhg. I placed an additional 5 mm trocar in the midline just above the pubis and one in the right lower quadrant. The patient did have a lot of adhesions to the anterior abdominal wall, especially in the left lower quadrant and in her bilateral upper quadrants. I was able to remove the adhesions using a blunt dissection and scissor dissection. The patient did have 1 adherent small bowel loop in the right upper quadrant as well, which was taken down with scissor dissection. I noticed that the patient has some proximal very dilated bowel and distally decompressed bowel. I was able to free up the internal hernia, but unfortunately the patient has so many dense adhesions, I could not perform this laparoscopically, so I converted her to a laparotomy. An upper midline laparotomy was performed. A #10 blade was used to divide the skin and then the fascia was entered. I was able to deliver the proximal bowel and was able to visualize the roux limb and the biliary limb. She did have a hernia behind her retrocolic anastomosis. I was able to close this defect using a running 2-0 vicryl suture. She did also have a defect near the jejunojejunostomy, so I also closed this defect with some interrupted 3-0 silk pop -offs. Once the hernia defects were closed, I ran the entire small bowel and the bowel appeared pink and healthy. I did also lyse some other additional adhesions throughout the small bowel. She did have 1 small serosal tear where the serosa was to completely adherent to the anterior abdominal wall. This was repaired with a single 3-0 silk pop-offs. After hemostasis was assured, the abdomen was irrigated and the fascia was closed using a running# 1 pds. The skin incisions were closed using staples. All other trocars were removed and the fascia of the 10-mm trocar site was also closed from the inside using a figure-of-eight 0 pds suture. The patient tolerated the procedure well. Estimated blood loss was 50 ml.¿ (B)(6) 2016: discharge summary. Outpatient discharge orders/instructions. Procedure done: repair of internal hernia. Activity: no lifting more than 20 lbs. Diet: low fiber. Dressing: staples. May shower. Prescriptions: yes. May use acetaminophen as directed. Milk of magnesia as directed. Follow up with dr. (B)(6) next thursday or friday. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated brand name. G5: updated combo product field, added PMA/510k #. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions. Additional event specific information was not provided.